Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had pain in their leg for quite awhile (unknown event date). They stated that they had been taking tylenol for the pain. They reported that the stimulation quit working (B)(6) 2018 (stated about two days ago). The patient connected and their stimulation amplitude was at 0.0 volts and stimulation was on. Patient services walked the patient through how to increase stimulation. The patient stated they could feel stimulation at 2.8 where they needed it. No troubleshooting was done prior to the call. On the call patient services had the patient communicate with the ins. The programmer showed stimulation was on at an amplitude of 0.0v. It was reviewed that the patient could consider increasing the amplitude if medically appropriate. It was reported that troubleshooting resolved the issue. The patient stated that they were able to increase stimulation and feel stimulation where they needed it. The issue was resolved. The patient also mentioned that sometimes they try to turn stimulation off and it would not turn off (unknown event date). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they did not know the cause of the stimulation stopping about two days ago. They stated that they did not know how to explain the problem. The patient responded to the question of the cause of sometimes not being able to turn their stimulation off, by saying ¿ it wouldn't go to the no. 2 numbers¿. The patient stated that they called the manufacturer and reported that they were able to help them to get it fixed so that they were able to turn stimulation off. It was reported that the patient weighed 135 pounds at the time of the event. No further complications were reported/anticipated.